Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no physical damages. Functional testing found pressing the cut pedal did not activate the cut function. The coag pedal was then pressed and coag activation was verified. Upon releasing the coag pedal, the cut function activated. Pressing and releasing the cut pedal had no impact and the device continued to active cut with no operator action. When coag was pressed the device stopped activating cut and activated coag. Once released, the device again activated cut. Disconnecting the footswitch stopped all activation. It was reported that the footswitch was not functioning due to pedal sticking when activating. The reported issues was confirmed. Medtronic conducted an investigation based upon all information received. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the footswitch was not functioning due to pedal sticking when activating.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5, h6 (ime, imf, fdp) additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the footswitch was not functioning due to pedal sticking when activating. It was switched with a different pedal and worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no physical damages. Functional testing found pressing the cut pedal did not activate the cut function. The coag pedal was then pressed and coag activation was verified. Upon releasing the coag pedal, the cut function activated. Pressing and releasing the cut pedal had no impact and the device continued to active cut with no operator action. When coag was pressed the device stopped activating cut and activated coag. Once released, the device again activated cut. Disconnecting the footswitch stopped all activation. Troubleshooting found the cut lever was positioned improperly. Due to the placement, the lever was in constant contact with the activation switch at the bottom of the wire assembly. It was reported that the latch was on and the footswitch failed. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no physical damages. Functional testing found that the cut pedal did not activate the cut function. The coag pedal was then pressed and coag activation was verified. Upon releasing the coag pedal, the cut function activated. Pressing and releasing the cut pedal had no impact and the device continued to active cut with no operator action. When coag was pressed the device stopped activating cut and activated coag. Once released, the device again activated cut. Disconnecting the footswitch stopped all activation. It was reported that the latch was on and the footswitch failed. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.